Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citations : the american surgeon .vol. 88 (9) 2233¿2234. Https://doi.org/10.1177/00031348221093530.

Event description:
Title : sigmoid colectomy for sigmoid volvulus through a limited left lower quadrant transverse laparotomy incision without laparoscopy. This study demonstrates a technique whereby a complete sigmoid resection with or without anastomosis can be achieved via a single, small incision equivalent to a laparoscopic extraction port. The reported case series of 3 patients, all with significant comorbidities including high-risk coronary artery disease (cad), schizophrenia, and end-stage parkinson¿s disease, who underwent sigmoid colectomy for sigmoid volvulus through a small left lower quadrant incision the size of a laparoscopic extraction port. All were performed electively after successful endoscopic intervention. The fascia surrounding the umbilical hernia defect was then cleared and repaired intraperitoneally with a running 0 prolene suture. The paramedian incision was closed in multiple layers. The reported complication included brief ileus (n=1). In conclusion, it is possible to perform a minimally invasive sigmoidectomy without the need of pneumoperitoneum or even general anesthesia in a high risk population with good results.